Manufacturer narrative:
The reported event could be confirmed, since the device was not returned for evaluation, but with the provided picture event could be confirmed. With the provided picture, we can clearly see that the device is broken into two fragments, the head of the screw is completely removed from the threaded shaft of the screw. Further the product is required to analyze the breakage surface and finding the root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "when a 2.7 mm diameter, 14 mm non-locking screw was inserted, the screw broke just below the head. The shaft of the screw remained in the bone, but the plate was temporarily removed, and the area around the screw was excavated and the screw-fragment was removed. The plate was reimplanted, and the procedure was completed."

Event description:
As reported: "when a 2.7 mm diameter, 14 mm non-locking screw was inserted, the screw broke just below the head. The shaft of the screw remained in the bone, but the plate was temporarily removed, and the area around the screw was excavated and the screw-fragment was removed. The plate was reimplanted, and the procedure was completed."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.